Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty video board was discovered causing no image to appear. This component will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus visera 4k uhd camera control unit was not displaying an image with either of the 2 camera heads at the facility. According to the initial reporter, this event took place during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty video board could not be determined. E3: occupation is operating room technician. Olympus will continue to monitor field performance for this device.